Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018; etew1313c82e stent graft, implanted: (B)(6) 2018; etlw1613c124e stent graft, implanted: (B)(6) 2018; etbf2513c166e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead possibly exhibited occasional undersensing of p-waves. No programming changes were requested as the lead was already programmed to the most sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.